Manufacturer narrative:
Additional information: h3, h6, h10. H10: the actual devices were not available; however, photographs of samples were provided for evaluation. A visual inspection of the photos were performed using the naked eye which identified an overprime event out of the patient line. The reported condition was verified as an overprime event. The cause of the overprime could not be determined; however, a probable cause is an user related error. The exit of sterile priming fluid from the vented-capped end or the uncapped end of the patient line will not cause or contribute to harm. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the patient line of an unspecified quantity of homechoice cassettes leaked. This was observed during use of the devices for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.